Manufacturer narrative:
The insulin pump had button error alarm and no esc button response due to corroded keypad traces. Device was received with minor scratched display window, cracked display window corners, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error while she was sleeping. The customer did not recall any significant events leading to the alarm. Blood glucose value was 151 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.